Event description:
It was reported that after completing a change of the ECMO circuit an alarm displaying "housing fan 2 defective" was displayed. The user manual was consulted and it read to change the device console immediately. The console was changed without incident.